Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, loss of capture was noted on the right ventricular (rv) lead. An echocardiogram showed that the rv lead had likely perforated. The system was explanted on (B)(6) 2020. The patient was in stable condition.

Event description:
New information received noted that the loss of capture was due to patient condition.